Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent recurrent ventral/incisional hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2011 during which the surgeon noted a gritty substance consistent with mesh, strangulated bowel and extensive adhesions that were dense. This resulted in excision of the intertwined mesh and a small bowel resection. It was reported that the patient experienced recurrent hernias, bowel obstructions, bowel emanating from her abdominal cavity and severe pain. It was reported that the patient underwent ventral hernia repair surgery on (B)(6) 2009 and mesh was implanted. Other implanted product is captured in separate file. No additional information was provided.